Event description:
It was reported that approximately 6 months post implantation of 3 xience v stents in the right coronary artery (rca), the patient returned for a 240 day follow-up visit. The patient was not experiencing angina, but was positive for silent ischemia. Per angiography, the proximal rca was found to have 0% stenosis, the mid rca 75% stenosis and the distal 90% stenosis. Percutaneous coronary intervention was performed to the target vessel / target lesion, the target vessel and a non-target vessel, resolving the event. There was no adverse sequela reported and no additional information provided.

Manufacturer narrative:
(B)(4). Balloon inflated above rated burst pressure during deployment. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the xience v everolimus eluting coronary stent system, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the instructions for use (IFU) states: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure (rbp) as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. In this case, the IFU deviation does not appear to have directly caused or contributed to the reported patient effects. The other xience v stent, referenced is being filed under a separate manufacturing report number.